Event description:
This case was reported by a consumer and described the occurrence of vomiting in a (B)(6) male patient who received super poligrip cream (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medications included thyroxine sodium (synthroid), pyridoxine hydrochloride (vitamin b6), blood pressure medication, unspecified cholesterol reducing agent and aspirin. On an unknown date in (B)(6) 2009, the patient started super poligrip. On (B)(6) 2009, at an unk time after starting super poligrip, the patient became weak, vomited black blood, and had black stools. The patient visited the emergency room (ER). During the stay at the ER a nasal gastric tube was inserted. Multiple diagnostic procedures were performed including an upper gastrointestinal endoscopy, colonoscopy, blood testing, and urinalysis. The patient was admitted to the hospital and a barium enema was performed, the patient was treated with frusemide (lasix) and received 2 units of blood. Diagnostic tests revealed a lesion in the upper area of the large intestine. The patient stated that his hemoglobin was 12 gms. Upon admission into the hospital, then decrease to 7.9 gms. During his hospital stay, and upon discharge was 11.4 gms. Patient was discharged on (B)(6) 2009 with instruction to take iron tablets, 325 mg twice. On (B)(6) 2009, the consumer's hemoglobin was 12 gms. After the patient was discharged from the hospital, the consumer became bloated, had no appetite, and an upset stomach. On (B)(6) 2009, the consumer visited his doctor who prescribed an unk non-prescription over-the-counter-product of 125 mg tid for acid reflux. Currently, after eating each meal the consumer has watery rectal discharge. Treatment with super poligrip was continued. At the time of reporting, the events of black blood, weakness, black stools and low hemoglobin have resolved and the events of bloating, no appetite, watery rectal discharge, and upset stomach have not resolved. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this report is available. (B)(4).